Manufacturer narrative:
Additional information received from the physician/author stated large bore access to the femoral artery and passage of the delivery catheter system likely caused/contributed to the vessel fragment. It is suspected that interaction between the delivery catheter system and vessel resulted in local dissection with retention of vessel fragment. However, the physician/author also noted that follow-up angiography did not reveal a flow-limiting dissection in the common femoral artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: sagheer s, et al. Successful mechanical aspiration of embolized vessel fragment during tavr with penumbra indigo cat rx ca theter. J invasive cardiol. 2021 apr;33(4):e315. Doi: not available. Literature case report attached. Earliest date of publish used for date of event: april 1, 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding an (B)(6)-year-old female patient who underwent transcatheter aortic valve replacement via the right femoral approach (minimum diameter 5.6 mm) with a 29 mm medtronic evolut pro. Shortly after successful valve deployment, the patient became hypotensive and st depressions were noted on telemetry. A transthoracic echocardiogram showed anteroseptal and anterior hypokinesis. Selective left coronary angiography revealed coronary embolism to the left anterior descending/first diagonal bifurcation. Subsequently, an aspiration thrombectomy was performed with a non-medtronic aspiration catheter. Upon flushing the aspiration catheter, a small piece of debris was retrieved. Transthoracic echocardiography showed normalization of wall motion. Pathology results revealed the retrieved material to be a fragment of a small- or medium-sized blood vessel. The authors believe the vessel fragment broke-off the femoral artery and migrated on the tip of the enveo pro delivery catheter system. The patient was reported to be doing well at four-month follow-up and free from adverse cardiac events. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.